Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the battery wasn't charged and it was likely over discharged. The rep reported that they would attempt a physician mode recharge (pmr) on (B)(6) 2019. Additional information was received from the rep on (B)(4) 2019. The rep reported that the over discharge wasn't resolved as 3 attempts to trickle charge were unsuccessful. No further complications were reported.